Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced ventricular oversensing. It was further reported that the device experienced oversensing during possible pause episodes that the device classified as tachycardia. The icm remains in use. No patient complications have been reported as a result of this event.